Event description:
A home patient (hp) contacted baxter's technical service center regarding a system error (s/e) 2240 alarm that appeared on the home choice (hc) machine during drain 4 of 5. The hp stated she accidently got disconnected from the transfer set. The technical service representative (tsr) assisted the hp to cycle power to clear the alarm. The tsr referred the hp to the registered nurse (rn). There was patient involvement ; there was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Manufacturer narrative:
(B)(4). Baxter contacted the patient regarding the system error 2240 alarm. The patient stated that she was ok and was able to continue therapy. The patient stated the alarm did clear by cycling power to the home choice unit. This complaint for a system error 2240 (air in set) was not confirmed; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the patient line became inadvertently disconnected from the transfer set. There was no allegation of product malfunction reported by the customer; therefore, the sample was not requested for evaluation and the batch review will not be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).